Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer from (B)(6) of break in aseptic technique and peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient started treatment with dianeal pd2 ultrabag, (lot number, dose and frequency not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date, a break in aseptic technique occurred described as the "the patient made a mistake." On (B)(6) 2011, the patient experienced peritonitis but was not hospitalized. Remedial medication was started on an unknown date with unspecified medications. It was not reported if the dianeal therapy was ongoing or if the event of peritonitis resolved. It was not reported whether the patient was retrained; therefore, the outcome for the event of break in aseptic technique was unknown. The reporter believed that the peritonitis was not related to the dianeal therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.